Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ medstation¿ es auxiliary tower used in this incident, it was determined that the tower drawer had a failed hardware and did not open due to a medication jam. A field service engineer cleared the medication jam, recovered, and tested all doors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a hardware failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.